Event description:
When attempting to remove 8 french foley, all water was removed from foley prior to removing as is standard practice. Resistance was met and was unable to remove foley. Picu physician had to remove foley, which caused bleeding and swelling at site. It was noted that catheter tip at site of balloon was disformed. The foley was shipped back to the MFR.